Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and found to have a generator defect leading to error 25913. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis conducted that no root cause could be determined.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the e-100 generator had a red power button. After repeated power cycles and hard reset of the generator and vision side cart, the problem persisted. The e-100 kept faulting and powering on with red power button and led. The procedure was completed with no reported injury.